Manufacturer narrative:
(B)(4). The customer returned four units 5-10316 et tube, hvt, 8.0 for investigation. All four returned samples were representative samples. An actual sample was not returned. The representative samples were visually examined with and without magnification. Visual examination of the returned devices revealed that the samples appear typical. No defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuffs on each of the returned et tubes. For the first sample, a lab inventory syringe filled with air was connected to the valve of the pilot balloon. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. This was repeated with the same result for the other three samples. The cuffs were left inflated for approximately 30 minutes with no leaks observed. The syringe was then reattached in order to deflate the balloons on each sample. All samples were able to deflate properly. No issues were found with the returned samples as they were able to properly inflate and deflate. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "does not stay inflated - pilot balloon" could not be confirmed since the actual sample was not returned. The customer returned four representative samples in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found with the returned devices as they were all able to properly inflate and deflate. No leaks were found with any of the samples. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device.

Event description:
Customer reported when inflating the endotracheal cuff with 10cc of air, the endotracheal balloon stays collapsed despite there being adequate air in the cuff. It was reported in some cases the patient was re-intubated because the user thought the endotracheal balloon was defective. There was no patient harm or injury reported. Patient condition was reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported when inflating the endotracheal cuff with 10cc of air, the endotracheal balloon stays collapsed despite there being adequate air in the cuff. It was reported in some cases the patient was re-intubated because the user thought the endotracheal balloon was defective. There was no patient harm or injury reported. Patient condition was reported as fine.